Manufacturer narrative:
Hill-rom service technician inspected the bed and found that both brake and steer casters were not working properly. He replaced the brake and steer casters and the bed functioned as expected. A search of the hill-rom maintenance records shows that the last preventive maintenance performed by hill-rom was january 2012. It is unknown if the facility performs preventative maintenance on their beds.

Event description:
Hill-rom received a report from a user facility stating, "brakes not working properly, bed still rolls when brake is set. There was no patient/injury reported. (B)(4).